Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 090805 with the following internal whole blood control samples: (B)(6), (B)(6) , p24 (B)(6), and (B)(6). All test results were valid and performed as expected. Aditionally, the manufacturing batch records for lot 090805 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 090805 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Four (B)(6) results were reported with the alere determine hiv 1/2 ag/ab combo. An unknown test method was used for (B)(6) confirmation (B)(6). There is insufficient information to determine if a malfunction occurred. The date of occurrence(s) and the actual number of patients (versus tests) was not reported. The patient(s) gender, pregnancy status, treatment and patient outcome(s) are unknown.